Event description:
The customer spouse called to report that the customer has low bgs. It was stated that over an hour time period spouse gave pt twenty ounces of orange juice and bgs were not going up. The paramedics arrived and the customer was treated with glucagon. Troubleshooting was performed. It was found that the lead screw was delivering the insulin accurately. The programming and the histories were correct. It was indicated that the customer changed the set and the reaction started almost three hours later.